Event description:
There was an allegation of questionable results from the cobas e 801 module. One example was provided of an initial ferritin result of 0.5 ng/ml and a repeat result of 9.8 ng/ml.

Manufacturer narrative:
The reagent lot number was 76245600. The expiration date was requested but was not provided. The customer noted the issue occurs near the pro-cell reagent exchange. The field service engineer replaced several parts on the analyzer due to age. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.